Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the company, 19.0 diopter (add power +2.2/+3.2) lens was exchanged for a non- company monofocal 19.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was received stating she feels like she has a film over her eye, and is unhappy with vision. States it seems like it was better before surgery. Patient was not hospitalized for the event and there was no patient harm.